Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patients msof was not considered to be a progression of their underlying cardiac disease. The death was not considered to be device related. The device operated as expected. An autopsy was not performed.

Event description:
It was reported that the patient passed away due to multi-system organ failure.

Manufacturer narrative:
A4: patient weight not provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.